Event description:
It was reported that the material on the inserter's thumbwheel flaked off and into the patient during a 2-level tlif. The material was retrieved from the patient. There were no patient complications.

Manufacturer narrative:
(B)(4). The device has not been returned to medtronic for evaluation.